Event description:
It was reported that the patient had no stimulation sensation. For the past year, the patient had been lacking stimulation. This had actually occurred prior to the past year, but the patient would have re-programming and things would be better for a while, but would revert back to not feeling stimulation. A company representative met with a company representative on (B)(6) 2015 and noted that all of the electrodes were active. The representative ran impedances, and while running group impedances, the patient felt stimulation for the first time. Group impedances were 1, 563 ohms for program b1 and 659 ohms for program b2. Individual impedances ranged from 834 ohms to 9, 774 ohms. No cause had been determined, as the patient had not had any imaging studies or other diagnostic work. The implanting physician had stopped practicing in the area and the patient had not found a new physician as of (B)(6) 2015. The patient planned to find a new pain physician and have the system removed and replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3887-28, lot# l76239, implanted: (B)(6) 2000, product type: lead. Product ID: 3887-33, lot# v028026, implanted: (B)(6) 2008, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the cause of the event was not determined. It was unknown if the issue was device related. Reprogramming was attempted but unsuccessful, as even at maxed out voltages the patient was unable to feel any stimulation. Additional troubleshooting included doing impedance checks and calling technical services, which provided no conclusive answers. The patient outcome was unknown at the time of the report. The patient was moving to a pain management office. The patientwas unsure if she would have anything with done her stimulator.